Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 4/20/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported discomfort, pain that affected mobility/ability to complete job/daily life activities, could not workout or play sports, trouble with walking/standing for long periods of time and lifting, tissue damage and elevated metal ions. Lab results for metal ions reported levels to be less than 7 parts per billion. Primary surgical report noted patient lost about 500ml of blood during procedure. Revision surgical report noted metal stained fluid, large joint effusion and slight inflammatory changes. There is no new additional information that would affect the existing investigation. The complaint was updated on: may 13, 2016.

Manufacturer narrative:
Patient was revised to address metallosis. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This report is still considered closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address metallosis.